Event description:
Based on the information received on 08-dec-2017, the case initially processed as non-serious has been updated to serious because of addition of a serious event of device malfunction. This case is cross referred with the cases (B)(4) (cluster). This unsolicited case from united states was received on 08-dec-2017 (additional information was received on 11-dec-2017, both the information was processed together with clock start date of (B)(6) 2017) from an other non-health care professional. This case concerns a female patient (age not provided) who received treatment with synvisc one injection and after unknown latency was unable to walk and had severe pain. Also, device malfunction was identified for the reported lot number. No medical history, past drug, concomitant medication and concurrent condition was provided. On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection (batch/lot number: 7rsl021 and expiration date, indication, dose and frequency: not provided) in right knee. On (B)(6) 2017, 1 day after the injection, patient experienced. Severe pain and was unable to walk. Action taken: unknown. Corrective treatment: not reported for all events. Outcome: unknown for all events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction additional information was received on 08-dec-02017 and 08-jan-2018 (both information processed together with clock start date of (B)(6) 2017). This case initially processed as non-serious has been updated to serious because of addition of a serious event of device malfunction. Global ptc number and ptc results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 8-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later was unable to walk. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.